Event description:
It was reported that the ilet screen was cracked, which prevented the user from unlocking the device and accessing notifications and cartridge information; insulin in the cartridge was low, and the user transitioned to backup therapy while awaiting replacement. Symptoms included no adverse clinical effects and blood glucose reportedly unaffected. Outcomes included temporary interruption of ilet therapy with continued cgm use and user education on shutdown to avoid further alerts. Investigation included complaint intake review, verification of shipping and return logistics, user guidance on data sync and device shutdown, and confirmation that device data would not transfer to the replacement. Investigation of this device revealed physical damage to the display assembly consistent with screen fracture, resulting in loss of user interface functionality without impact to glucose control as reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental physical damage unrelated to device manufacturing or performance.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.